Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: a review of the black box and alarm history indicated call service 052 alarms had occurred. The pump powered on normally with no alarms. Rewind, load, and prime steps were attempted and the pump emitted a call service 078 alarm during the rewind step. The alarm could not be cleared and additional testing for the original complaint could not be completed. Unrelated to the original complaint, investigation revealed the following: there was moisture behind the display; the battery compartment was cracked; the pump casing was cracked near the upper right corner of the display; leak testing revealed a leak in the battery compartment and the casing; internal moisture damage was found on multiple components. (B)(4).